Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer was unaware of a tampon found inside of her during an unrelated medical visit. She was no longer on her period and unaware of how long it was in there. Tampon was successfully removed and no further medical care was necessary.